Event description:
User allegedly had "test strips [that] continued to test inaccurately. [User] stored strips in laundry room". Customer service advised him to keep strips in a cool dry place. Customer service sent out control solution with strips.